Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator has foreign material. Other observations for the device are: due to pinching on distal end rubber coating (a-rubber), water tightness is lost; due to missing nozzle water removal ability does not meet the standard value; objective lens has a scratch; adhesive on a-rubber is detached; a-rubber has discoloration; connecting tube has a scratch and a wrinkle; connecting tube, grip, control unit, right/left and up/down knobs, and forceps channel are dirty; scope (s) s-cover has a scratch; s-cylinder is shaved; universal cord has discoloration and a scratch; due to wear of angle wire, bending angle in right/left and up/down direction does not meet the standard value and the knob play is out of standard; and distal end cover (c-cover) has a dent. The user¿s complaint of missing nozzle and reduced angulation is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issues of nozzle fallen from distal end and reduced angles occurring during reprocessing. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has foreign material. This medwatch is being submitted for the reportable issue of foreign material in the forceps elevator as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps elevator containing foreign material likely occurred from insufficient reprocessing. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that a foreign object had adhered to and around the forceps table. The foreign object was unable to be identified. It is likely that the user was unable to complete reprocessing according to the instructions for use (IFU) due to nonconformity that occurred in the device. Although customer follows correct reprocessing procedure as per IFU, the device could not be reprocessed (including brushing) due to issues like physical damage, leakages, k-wire/ elevator malfunction, etc.... Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer follows the correct reprocessing procedure as per olympus training and instructions for use; however, the device could not be reprocessed (including brushing) due to the reported issue. As reprocessing was stopped midway, and the device sent to the workshop, there is no information for pre-cleaning, manual cleaning, aer cleaning of the device. Automatic endoscopy reprocessor (aer) used to reprocess the endoscopes at the facility is olympus oer-aw (serial number is not available).